Event description:
Reportedly, pt expired approx after a implant duration of 0.13 months (in 2008, after an implant date of four days earlier), due to unk reasons. Unk if pt death is device related. Pt also had a 3000 tfx 19mm valve, implanted in the aortic position on the same day. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.